Event description:
A customer reported having a footswitch issue. Timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
No sample was received at the manufacturing site. The system was examined and the reported event was confirmed. The heel switch was replaced and the footswitch was cleaned. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 29, 2007. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on april 10, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause was attributed to a nonconforming heel switch on the footswitch. The associated system is not suspected to have contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample is available, but has not been received by the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).